Event description:
It was reported that entrapment on guidewire occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous superficial femoral artery. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the procedure. Upon insertion from a radial approach, the balloon would not advance along the guidewire. The balloon and the wire had to be removed as one unit. There were no patient complications reported.

Manufacturer narrative:
Device analysis by manufacturer: the ranger was received for analysis. The ranger was returned with an unknown guidewire inserted. Outer diameter of the guidewire was measured at 0.0136 at the proximal end and 0.0134 at the distal end. Microscopic analysis found buckling of the inner tube 4.7 cm and 13.8 cm from the tip. The balloon itself showed a twist the length of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that entrapment on guidewire occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous superficial femoral artery. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the procedure. Upon insertion from a radial approach, the balloon would not advance along the guidewire. The balloon and the wire had to be removed as one unit. There were no patient complications reported.